Manufacturer narrative:
Product analysis #235336682: analysis confirmed the customer comment that the programmer was unable to complete a software update and the software was reconfigured and reloaded to resolve. Analysis also confirmed that there was a broken right display hasp, a broken power cord bay and a broken keyboard hinge. All were replaced. Analysis was not able to confirm that there was a floppy drive issue, the calibration disk was able to be run and error and patient data was able to be retrieved. Analysis was also unable to confirm that the system fan was noisy though it was replaced as a preventive. It was confirmed that there was no personal computer memory card international association card so one was installed. It was additionally noted that the upper case was cracked and the stylus was inoperative, and both were replaced and the stylus calibrated. Inspected electrical circuit boards and mechanical parts and the device passed all final functional and systems tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not update, including the clean-up disk, and that it had a broken keyboard, back door, floppy disk drive and hinge lock, that it's fan function was questionable and it was missing its category 5 card. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.